Event description:
During a treatment procedure to place a wallstent rp in the venous intracranial sinus, placement difficulties were encountered. The physician performed a direct puncture of the left internal jugular vein and the wallstent was introduced into the cerebral venous system over a wire. The wallstent catheter tracked the venous system and negotiated the bends of the venous system in the posterior fossa. The initial deployment of the stent was uneventful, however, when the physician reached the half way point he noted that he had already fully withdrawn the outer sheath, prior to reaching the second opaque marker. He could not re-sheath the stent by advancing the outer sheath. He also tried to withdraw the entire stent by keeping the outer sheath fixed and withdrawing the metal inner sheath, which was unsuccessful. He was unable to deliver the stent to the desired location. The physician ended up delivering the wallstent by 'hooking' the outer sheath at the jugular bulb and ectopically delivering the stent. It lies half expanded from the stenosis through the jugular bulb in the neck. The stent became severely kinked at the jugular bulb and a 4 mm symmetry balloon was passed to post dilate the stent. The stent expanded momentarily and then recoiled back to its kinked position. Anticoagulation therapy was initiated, however the stent thrombosed and the patient continued with evidence of increased intracranial pressure. Eleven days after stent placement, vascular surgeons performed a cut down in the neck attempting the retrieve the stent from it's position, but were unable to do so. It was then noted that the patient's main internal jugular vein had occluded and two days later they experienced severe vision loss allowing them to barely distinguish faces. The next day, an emergent lumbar puncture was performed to place a lumbo-peritoneal shunt in an attempt to relieve the elevated intracranial pressure and aid in recovery of vision. This intervention has been partially successful in providing some relief of the patient's symptoms.